Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented a merlin transmission for routine follow-up, non-sustained rv oversensing episodes were observed as myopotential oversensing. It is recommended to reproduce the noise with deep inspirations or coughing. A programming change was also recommended. No further information is available.